Event description:
The user alleges that they had one event of a sticking peep valve. They were using a manual resuscitator and the peep valve was set at 5 minimal setting. The device was used for three or four days with no problems. They went to use the device again and the patient was having difficulty exhaling. The hospital reported that there were no obvious secretions noted. The nurse removed the peep valve and found the patient could then exhale. The patient had a pneumothorax and subcutaneous emphysema and a chest tube was inserted. It has not been determined if there is any relationship between the reported pneumothorax and the alleged sticking peep valve.